Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: the weight the device within specification, deformation and wear abrasion. Cloudy and voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: concern with the product and gel bleed. (B)(4).

Event description:
Healthcare professional reported right side exchange from textured to smooth implants due to the patient's concern with the product and "gel bleed". Device has been explanted.